Event description:
It was reported that during a pump replacement, when tunneling a new catheter to the pump pocket, the obturator broke in half when the physician tried removing it from the passer. The physician had to insert instrument into the passer to withdrawal the other half of the obturator. No diagnostic testing or troubleshooting was required. The issue was reported as resolved and the cause undetermined. No patient symptoms were associated with this event. At the time of the report the patient's status was reported as alive-no injury. Additional information was requested for the current patient status, however, this remained unknown. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: 8591-60, lot# d62516, product type: accessory. Product ID: 8780, serial# (B)(4), product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the obturator revealed a broken obturator. Only the obturator was returned for analysis. It was broken in two, near the midpoint of its shaft. Close inspection of the area of the break showed several items of note. First, the material in the area of the break was very clear in nature, with only a minimal amount of stress whitening seen. There were also tool marks on the distal end of segment 1 in the area of the break that were consistent with what was described in the reported information. Second, there was an unusual scrape on the surface of the shaft of the distal end of segment 1. This scrape was also in the area of the break, but opposite of the tool mark noted previously. Third, the faces of the break on both segments 1 and 2 were slightly jagged in appearance. Due to the unusual damage seen on the obturator, it was initially thought that this broken obturator was related to a procedural issue. However, later testing was done using a sample obturator made of similar material. The test obturator was intentionally broken in a few different places and, each time, stress whitening of the material was seen in the areas of the breaks. These results brought into question the idea of the customer¿s broken obturator being a procedural-related issue. Therefore, a more conservative approach was taken and the broken obturator was identified as out of specification.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The device was new and at the time of the reported event had not yet delivered any medication. The patient's pump that was replaced had delivered bupivacaine and morphine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.